Manufacturer narrative:
Correction to section 10: investigation conclusion: further investigation to determine whether the product failed to meet specifications cannot be pursued because the customer did not provide a lot number. The root cause cannot be determined due to insufficient information. No corrective action is required. Case details do not indicate if the urine sample was a first morning catch. Per the package insert, very dilute urine may not contain representative levels of hcg. This test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated.

Manufacturer narrative:
Further investigation to determine whether the product failed to meet specifications cannot be pursued because the customer did not provide details to identify the product. Due to the age of the correspondence, it was not possible to gather additional details surrounding the event. The issue will be tracked and trended. This product has been long expired, therefore retention devices are no longer available for testing and manufacturing batch records are not available for review. A root cause could not be determined from the available information  a CAPA, (B)(4), has been initiated to address the late documentation of this complaint.

Event description:
False negative results on the clearview hcg kit. Unspecified brand of at-home pregnancy test and confirmatory testing provided a positive result. No further information provided. The number of patients and medical devices involved in event unable to be provided. Customer states the test kit was "frequently negative".